Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported perforation is a known adverse event listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that a perforation occurred after implantation of the 3.0 x 28 mm vision stent in the right peroneal artery with extravasation of contrast into the calf. A jostent graftmaster otw stent was implanted to cover the perforation. No additional adverse patient effects were reported. No additional information was provided.